Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the site that a patient came to routine clinic on (B)(6) 2016 with c/o multiple critical battery alarms noted only on port 1 of the controller. Log files were sent in which verified 6 critical battery alarms since (B)(6) 2015. Per clinical engineering: "the patient has had 10 critical battery alarms since (B)(6) 2015. All alarms were logged on port 1 for each of the batteries. There may be something on that particular port contributing to the recurrent alarms." An elective controller exchange was performed in clinic with minimal pump off time. The patient tolerated it well. The patient was issued a new back-up controller ((B)(4)). Investigation is on-going and no additional information was available.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. One controller ((B)(4)) was for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed 10 critical battery alarms and multiple premature switching events. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The critical battery alarms could not be duplicated at the bench level. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. There are no apparent contributing clinical causes for the event.